Event description:
It was reported that the patient underwent device removal due to an infection. The patient exhibited a fever with clinical signs of an infected surgical site including redness, swelling, and pain. The primary location of infection was the device pocket, lead track, and lumbar region. The patient was admitted to the hospital for intravenous antibiotics (keflex delivered via PICC line) and surgical debridement. The stimulation system was explanted. The patient remained hospitalized after explant and was being cared for by an infectious disease service. Cultures were obtained from the device pocket, and grew staph. The infection resolved.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.